Event description:
Patient was revised to address loosening of the tibial tray at the cement/implant interface and pain depuy cement was used at the time of original implantation. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial tray found evidence suggesting micro motion of the device in vivo. The investigation could not draw any conclusions about the root cause of the device loosening based on the information provided. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.